Event description:
It was reported that pt underwent a dental procedure on an unk date. Surgeon reported product was removed on an unk date due to sinus graft infection. No further complications have been reported.

Manufacturer narrative:
No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. If further info is rec'd, a f/u report will be sent to the FDA. Info was not rec'd from (B)(4) distributor until (B)(4), 2010. Corrective actions have been initiated to address this late report. This report filed (B)(6), 2010.